Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement, problem isolated to electronic assembly pcba1. The test pump case was swapped and tested. Sleep current measurement failed. Also, moisture damage on the vibrator, motor assembly, keypad assembly and battery tube noted during visual inspection. The pump was received with a cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had so many batteries. Battery had been replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.